Event description:
Hcp reported the pt had an uneventful pump refill the afternoon of 2002. There was no bolus given and the pump continued to stay at a simple continuous infusion. The pt presented to the ER 2 days later with seizures. Pt was admitted to the ICU and intubated. The pump was stopped. They had experienced seizures, status epilepticus, and neurotoxicity including cognitive impairment (memory and doing analytical computations). The pt was hospitalized 1 1/2-2 months. A reservoir specimen was collected the following day and sent for analysis. Quantitative lab analysis was done the following day. The following month the results from the pump aspirate showed the componded baclofen was 10,000% stronger than what was ordered for the pump. This result was confirmed by a second lab. The pump was explanted in 2003 and returned to the MFR for analysis. The pt is reported as doing o.k. And is being mangaged with oral pain medication.